Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The peritonitis was manifested as abdominal pain. The patient was hospitalized the same day as onset. The patient was treated with vancomycin (route, dosage and frequency unknown) for the peritonitis. The patient was discharged from the hospital five days after admission. At the time of this report, the patient had recovered from the peritonitis. Pd therapy was ongoing. The patient was retrained on proper aseptic technique. No additional information is available.